Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that she fell and hit her head. After the fall she reported worsened hearing benefit with the device, however remains using the audio processor.

Event description:
The user reported that she fell and hit her head. After the fall she reported that her hearing benefit with the device had worsened, however she was still using the audio processor. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Despite requested, no additional information could be yet retrieved.

Event description:
The user reported that she fell and hit her head. After the fall she reported worsened hearing benefit with the device, however she remains using the audio processor. Despite requested, no additional information could be yet retrieved.

Event description:
The user reported that she fell and hit her head. After the fall she reported that her hearing benefit with the device had worsened, however she is still using the audio processor. The user has been re-implanted. Despite requested, the explanted device could not yet be returned for investigation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.